Event description:
Adverse event: incorrect treatment, undercorrection, secondary surgery. The initial reporter requested to remain anonymous. During f/u, a nurse reports, on authority from the surgeon, a male pt (B) (6), had the treatment intended for his right eye delivered to his left eye. The two treatments were "almost exactly the same", however, the treatment that was delivered was a slightly lower power, resulting in a mild undercorrection. The pt has had a retreatment and has healed with excellent results described as being either 20/15 or 20/20, neither of which would represent any loss of bcva. The nurse did not disclose the retreatment date, but she believes it is sufficiently long enough ago to conclude that the excellent result will be permanent- at least to the extent that any refractive surgery is permanent. The nurse has characterized the incident as user error. Recent changes in or protocol have been put into place that should preclude this from happening again.

Manufacturer narrative:
Determination of root cause: assessment: log file review for the date of this pt's surgery shows the laser was operating within specs. A review of the complaint database for the 3 months prior to the reported event showed no other complaints for this system. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because no pt records were provided. Clinical info was limited to that provided via phone. Pt did require a retreatment, but had excellent results. Conclusion: based on the results of the investigation, the root cause was due to the user choosing the incorrect treatment for this pt's left eye. (B) (4). (B) (4). (B) (4).